Manufacturer narrative:
Additional information: d10, h3, h6. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's device eroded and exposed from the pocket. The patient noticed drainage coming out from the device pocket. The complete system was explanted. The cause of erosion was unknown. The patient was recovering.